Manufacturer narrative:
Continuation concomitant medical products: lead 383069 (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv and superior vena cava (svc) coils. Lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.